Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient that the circumstances that led to led power on reset (por) message was that the patient "purchased bad batteries" they went dead very fast. The steps taken to resolve the por was that the patient called into customer service. The por message was resolved with help from patient services, and the patient did not need to notify their doctor because the issue had been resolved over the phone with patient services. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient saw a power on reset (por) code. The patient said he went to check his ins charge level with his patient programmer, and it came up with the por. The patient got out the charger and the paddle and the same thing showed. The por cleared and it is charging. The patient was checking stimulation battery level when the por was seen. Therapy had stopped due to the por. It was unknown whether the patient had emi exposure. The patient had been hiking below great big high-tension power lines. The steps to clear the por with the patient programmer were reviewed. The por was successfully cleared. The patient was redirected to their healthcare provider (hcp). The patient noted that he was getting ready to fly and wanted to make sure stimulation would turn on because it was painful for him to sit on long flights. The patient does not really use the ins a lot. The patient explained that he has a pinched pudendal nerve. The patient used to take 6-7 norcos a day and now he is down to 2. The patient said that between his stimulator and patches and norcos, he does pretty well. The patient said the tsa may let him fly with icepacks. He sits on icepacks because his pain condition is like sitting on a nail in one butt cheek. No further complications were reported/anticipated.